Event description:
It was reported that a homechoice (hc) cycler delivered fluid to the patient that was overheated. This event was observed during dwell phase of automated peritoneal dialysis (apd) therapy. The patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the issue was observed during the second infusion cycle, not during dwell. H10: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The temperature comfort control settings were found to be updated from 36°celsius to 37°celsius; however, the device functioned as intended. Functional testing did not identify any issues related to the reported condition; the condition was not found. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.